Event description:
The customer reported that the bedside monitor alarms are not working. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction. It is unk whether sound was available from this monitor on the reported event date. The speaker connections were reseated and the problem was resolved. Root cause - speaker connections were loose. When the cables were reconnected by the technical support engineer, this problem was resolved. Risk analysis - in the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available of the monitor's display screen should a speaker malfunction be detected. According to the instructions for use manual should a speaker malfunction be displayed, it is suggested that you contact your service personnel to check the speaker and the connection to the speaker. The customer did not allege that there were any adverse events related to this reported instance. The pt monitor was delivered to the customer in (B)(6) 2010. There have been no further reports of speaker malfunction since reseating the speaker connections of the cited pt monitor. Consideration of this complaint and similar complaints support that there is no design, mfg, materials, or labeling problem. No further investigation or action is warranted.